Event description:
It was reported by the customer's wife that the customer had been changing the battery and the pump stops working. Customer had to change it out for the past 4 to 5 days. Customer stated that she changed the battery today and it did not work. Customer unscrewed the battery cap and the pump shuts off by itself and says failed battery test. Customer loosened the screw and it stated working but shut off again. Customer needs to change his site but it does not rewind. Customer's blood glucose level was 300 mg/dl. Customer ordered a new pump. Customer treated with the pump. Customer's current blood glucose level is 340 mg/dl. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.